Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and a motor error. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer mentioned that they received a motor error in the morning, the insulin pump reset and they again received a motor error and a motor position encoder error. The customer informed that the insulin pump was exposed to a magnetic resonance image. The customer reported that the drive support cap appears normal or slightly intended. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.